Event description:
Additionally, healthcare professional and patient representative (based on physician's report) reported right side "pain", capsular contracture, baker grade iii ¿ IV and "small simple and sparse breast cysts". The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.3., b.5., b.6., d.7., g.1., g.3., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker's grade unknown.

Event description:
Patient reported that "physician verified contracture in right breast implant" the device remains implanted. This record is for the right side.